Manufacturer narrative:
(B)(4). Correction number: 2531779-03/24/2010-003-r. The pump was returned to animas and evaluated by product analysis on (B)(4) 2011. Evaluation revealed a dislodged display screen and fully dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed dislodged force sensor pins. This report is being made based on the evaluation results.